Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reported that the patient hits his head on the implant side when sound is perceived as soft; the therapist noticed a decrease in sound detection. No indications of physical injury or trauma were observed.

Manufacturer narrative:
Based on the received information, it seems that there is damage to the active electrode, most likely caused by device minute mobility. However to determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The patient's mother reported that the patient hits his head on the implant side when sound is perceived as soft; the therapist noticed a decrease in sound detection. No indications of physical injury or trauma were observed. No further information has been received from the field.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's mother reported that the patient hits his head on the implant side when sound is perceived as soft; the therapist noticed a decrease in sound detection. No indications of physical injury or trauma were observed. The patient was re-implanted.